Manufacturer narrative:
(B)(6). This lot was manufactured april 27, 2017 ¿ april 28, 2017. The actual sample was not returned; however a photo was received for evaluation. Visual inspection verified a ruptured bladder. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor compounded with cefepime was found to be leaking upon receipt of the product, prior to use. It was observed that the solution leaked out of the bladder. There was no patient involvement. No additional information is available.